Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) , high pacing thresholds and a dislodgment. Reasonable evidence suggested the abnormal measurements were due to the dislodgment. The lead was then successfully repositioned. No adverse patient effects were reported.